Event description:
Patient checked in clinic today. Note over-sensing episodes on rv defib lead and high lv threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146476.